Event description:
The customer reported that the system was flicking on and off and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: the ps1 power supply, ps2 power supply, system interface board, video controller board, display adapter board, fluoro functions board and real time operating system. The system was then found to be operating as intended.